Event description:
A (B)(6) male pt underwent an ex femoral nailing on (B)(6) 2011. F/u x-rays revealed that there was a non-union and also that the 2 screws were broken. On (B)(6) 2012, all hardware (one nail and two screws) was removed and the pt was revised to a larger diameter nail. This report is #2 of #3 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.